Manufacturer narrative:
(B)(4).

Event description:
It was reported that after falling into an electric horse fence (20,000 volts), the patient's device had high impedances. The device was in a power on reset condition (por). The patient planned to have a revision. Additional information was requested.